Event description:
It was reported during a ureteroscopy procedure, a little part broke off the end of the uretero-reno fiberscope. The pieces were retrieved with a forceps. The procedure was completed using a similar device. There was an unspecified delay in the procedure due to the reported event, which extended the patient's anesthesia. There were no reports of patient harm.